Event description:
An implantable pulse generator (ipg) was returned to a hospital for disposal after the patient had died. The device was sent to the manufacturer for analysis. The ipg was analyzed and subsequently tested out of specification. The cause of death are not known, and the last follow up visit were noted to be eight years ago.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The last follow up visit by the patient was noted to be eight years ago. Evaluation summary: (B)(4): the conclusion is that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Preliminary testing revealed no output and no telemetry. The titanium shield was removed and a microscopic visual revealed lifted bond wires on the hybrid bond pad. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.